Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported event of the system controller showing signs of wear was confirmed during evaluation of the returned system controller. The returned heartmate 3 system controller, serial number (B)(6), was visually inspected and the external serial number label was observed to be missing, the software revision label and housing were damaged, and the user interface membrane was observed to be discolored. Both power cables were observed to have kinks. The resistance of the underlying wires in both power cables were measured to be slightly elevated, which is indicative of early-stage conductor breakdown. Both power cables were opened and no damage to the underlying wires was observed. A root cause for the reported event was not conclusively determined through this analysis. The outer jacket of both power cables was stripped, and fluid ingress was observed on the majority of both power cables. The resistance across fuse b (f7) was measured to be an open loop. The system controller¿s bulkhead assembly, driveline connector, and all associated wires were thoroughly inspected, and a cause for the fuse becoming damaged was not observed. Fuse b was replaced, and the driveline power fault alarm resolved. The device history records were reviewed and the records reveal that the heartmate 3 system controller, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 instruction for use (rev. A) was available for use at the time of the event. Section 8, entitled ¿equipment storage and care¿, provides instruction on how to care for and maintain the system controller. The heartmate 3 instructions for use, section 2, entitled ¿system operations¿, instructs users not to twist, kink, or sharply bend the system controller power cables. The heartmate 3 instruction for use section 7, entitled ¿alarms and troubleshooting¿, gives instruction on how to identify and resolve driveline power fault alarms. The heartmate 3 patient handbook (rev. D) which was available for use at the time of the event, cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Log files were requested post exchange. There were no alarms/symptoms reported but the reason for sending was the exchange and replacement. For system controller (B)(6), the driveline was connected to system controller on (B)(6) 2025 at ~9:12 am. The event & periodic logs captured routine events, there were no notable alarm conditions or parameter changes (B)(6) 9:12 am thru 9:15 am). There were no issues, alarms, and damage reported to replaced equipment as of (B)(6) 2025.

Event description:
It was reported that a new backup system controller was issued as the old controller showed signs of wear.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.